Event description:
It was reported the extension was replaced. It was noted the reason for return and report was ¿medical judgment/system upgrade.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension; product ID 3778, serial# unknown, product type: lead; product ID neu_siliconeanchor, lot# unknown, product type: accessory. (B)(4). Analysis of the extension found the body of the extension was cut through and the product was segmented. Analysis of the lead and anchor found no anomaly.